Manufacturer narrative:
During a coil embolization of right internal iliac artery that was mildly calcified and moderately tortuous, there was some resistance when inserting the 4th coil, an orbit complex fill 8x24 ((B)(4)/15343535) into a prowler select plus ((B)(4)/lot unknown) microcatheter (mc). The resistance became more severe as the coil was advanced into the microcatheter. Therefore, the decision was made to retrieve the coil. Upon removal, of coil system it was noted that the coil had already detached from the delivery system. It is unknown when exactly the coil detached. The mc and the coil were removed entirety from the patient. There was no patient injury reported. The procedure was continued using another mc and coils. No kinks were noted in the mc that may have contributed to the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on either the mc or the coil by visual inspection. The devices are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15343535 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the devices for analysis and based on the available information no conclusion can be made regarding the reported resistance encountered during insertion of the orbit coil into the prowler select plus mc which appears to have resulted in the premature deployment of the coil within the mc. Therefore, no corrective actions will be taken at this time.

Event description:
The procedure was coil embolization of right internal iliac artery that was mildly calcified and moderately tortuous, and during the procedure there was some resistance when inserting the 4th coil (orbit complex fill 8x24-637cf0324/15343535) into a select plus (mc) microcatheter (606-s255x/lot unknown), and it became more severe as he advanced the coil into the microcatheter. Therefore, it was decided to retrieve the coil. Upon removal, the physician found that the coil had already detached from the delivery system, and it was unknown when exactly the coil detached. Afterwards, both the mc and the coil were removed entirety and the procedure was continued using another mc and coils. The microcatheter is not available for analysis, and no kinks were noted in the mc that may have contributed to the event. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on both the mc and the coil by visual inspection. The products will not be returned for evaluation.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.